Event description:
Contact reported that the fixation pin inserter came apart during use. This resulted in portions of the device being within the surgical site. Pieces were removed and confirmed by an intra-operative x-ray. The surgeon completed the procedure and closed the patient. There was no adverse consequence to the patient as a result of this situation. As minor intervention was required to remove the pieces at the site an MDR is filed to document this malfunction.

Manufacturer narrative:
Device was returned for evaluation and the cause of failure appears to be that the inner shaft of the assembly unthreaded from the handle. Evaluation confirmed that adhesive had been applied to the thread during manufacture. Review of records found no discrepancies during the manufacturing process. While no definitive conclusion can be made at this time, it appears that the problem may have been due to a limited amount of adhesive being applied to this device.